Event description:
The wife of a (B)(6) male patient contacted zoll lifecor customer support to report that when the battery was placed in the charger, it was displaying the battery icon with a red light slashing through it. The patient's wife also reported that the battery would not power on the monitor. The patient was provided with a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack has been completed. The reported problem has been confirmed. Upon evaluation, it was discovered that the battery pack had one dead cell. The root cause of the dead cells cannot be positively identified. Once the cells were replaced, the battery was fully functional. No adverse event resulted from the defective battery. The patient received a replacement battery pack.